Event description:
Medtronic received information. That during, implant of this transcatheter bioprosthetic valve ((B)(6)). Upon release, the valve showed constriction and paravalvular leak (pvl) at the left coronary sinus. Based on this, the physician deemed, it appropriate to post dilate the valve. The post dilation was performed using a semi-compliant balloon with a nominal diameter of 23 mm. During the post dilation, with proper use to a pacer to stabilize flow, the balloon did not maintain position across the patient's aortic valve. The valve was dragged into the ascending aorta with the balloon. The position of the valve in the aorta did not obstruct coronary or supra-aortic trunk perfusion. A second transcatheter aortic valve ((B)(6)) was implanted successfully. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID: d-evprop23-29 (lot#: 0012272628), product type: delivery catheter system (dcs), product ID: l-evprop23-29 (lot#: 0012281961), product type: compression loading system (cls). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the paravalvular leak (pvl) was moderate. The patient is stable and doing well.

Manufacturer narrative:
Updated data: h2 h3 h6 image review: intra procedural fluoroscopic images were provided for review of the event. Patient¿s executive summary was not provided for anatomical review. The valve was deployed just prior to the point of no recapture, and depth assessment was performed. Depth was approximately 2 millimeters (mm) on the non-coronary cusp in the cusp overlap view and 3mm in the left coronary cusp in the left anterior oblique (lao) view, and the valve frame appeared to be under expanded. As stated in the instructions for use (IFU), the recommended target depth is 3 mm relative to the valve annulus. If the implant depth is 1 mm or >5 mm, consider recapture. In this case, the depth was deemed acceptable but valve under expansion warranted a recapture. Per medtronic best practices, if a valve is under-expanded: remove system, perform pre-dilatation, and implant new valve with new delivery system. Despite under expansion, the valve was released and appeared to be stable in the annulus. Despite under expansion, the valve was released and appeared to be stable in the aortic annulus with a final depth of approximately 0mm on the non-coronary cusp. A post implant dilatation was performed, and mid balloon inflation the valve dislodged aortic. Subsequently, the dislodged valve was left in the ascending aorta and a second valve was implanted. Conclusion: review of the device history record (B)(6) and frame record for this device was performed. Based on the DHR review, all process parameters were within specification as outlined in applicable procedures and specifications. All materials used were as per the requirements of the DHR. All processes were carried out as per relevant procedures and met specification. The valve remained implanted, so no product analysis could be performed. The image review was unable to confirm any patient anatomy issues that may have prevented the valve from under expanding, but confirmed that the valve was under expanded prior to post-dilation. Aortic regurgitation was noted. Aortic regurgitation can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions, but the under expansion is the likely root cause. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. As reported and confirmed via the image review, the dislodgement was due to the post-balloon dilatation. This event does not indicate device misuse or malfunction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.